Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, at 5:30am, the allege disuse first occurred. The patient reported he uses insulin pump therapy to manage his diabetes. It is unclear if the patient made any changes to his normal routine as a result of the alleged issue. The patient reported at unknown time he developed symptoms of feeling ¿sweaty and confused.¿ the patient reported on (B)(6) 2013, at 5:30am, he obtained a reading of ¿52mg/dl¿ on a contour meter. The patient reported on (B)(6) 2013, at 5:30am, he disconnected his insulin pump and had a glucagon injection. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. When a new test strip was inserted, the meter did not turn on. When the power button was pressed, the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hyperglycemia and required self treatment.